Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the new patient orders were not crossing over to the station. The customer stated this malfunction occurred while issuing medication to the patient; however, when the user rebooted the station, the issue was solved. The customer confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing over to the station. A technical support specialist rebooted the station to resolve the issue. The serial number, UDI and manufacturing date fields are kept blank since the given asset information was found to be the es server. The system functioned as intended after the technical support specialist troubleshooted the device.